Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was frozen. Customer stated that the insulin pump is worn in her bra. The blood glucose reading is 2.0 mmol/l. Customer are some grapes. The button error did not occur after exposure to moisture. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had no act button response due to corroded keypad traces. No frozen display or button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads and a broken belt clip slot.